Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the numbers on the insulin pump were ramping up on their own. Customer mentioned that the scroll bar was not moving up and down. It was noted that the up or down button may have been stuck and there was no response from the buttons. Customer stated that they had the insulin pump with them while taking a shower and may have gotten damp. Customer's blood glucose reading at the time of the call was 45 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.